Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided e1: reporter name: unknown / not provided g4: premarket identification: k113753/k112160 h6: event problem codes: patient code: 1690 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the patient attended for the impressions, and infection was seated on the buccal side of the placement area (#ur6). Diagnosed with fistula and abscess so implant was removed due to infection. Patient will return to complete the procedure.